Event description:
The patient had two leads with the same lot number. It was reported the patient dropped the mts which resulted in the end of the occipital lead breaking off. The patient was implanted with occipital and supraorbital (off label use) trial leads. The patient's leads were pulled on (B)(6) 2013. The patient was later implanted with a permanent scs system on (B)(6) 2013 and is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.